Manufacturer narrative:
Date of initial report : 2017-04-19. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the surgeon stated there was a seal issue where the device only completed a partial seal. It is unknown if a regrasp alert or end tone, indicating a complete seal, was heard. It is unknown if there was any evidence of any energy delivery such as steam/smoke, blanching of tissue, or thermal spread. The surgeon opened a second device to complete the case. There was no patient injury.

Manufacturer narrative:
Date of initial report: (B)(6) 2017, date of follow-up report: 2017-07-03. One used ls1037 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. There are factors during use that can affect seal quality, and the instructions for use included with this product lists measures to ensure sealing effectiveness. If information is provided in the future, a supplemental report will be issued.